Event description:
I have the medtronic 670g insulin pump. It is allowed to be in water. I was swimming and got out of the pool and after about 10 mins, it reported a fatal error and no longer worked. It requires them sending me another pump, but to make sure that I don't end in the hospital with diabetic complications, I have to test frequently and change up my medical regimen. The frustration is that this is the second time that I have had a similar problem with the same pump. I had used a pump for 12 previous years and never had a problem and have had two fail within an 8 month period. As I have talked with numerous service agents with medtronic, they have indicated that they have had numerous problems with pumps but there has not been anything communicated to the pts that are using them. This presents a grave problem for those of us that are dependent on it for our well being.